Manufacturer narrative:
(B)(4). (B)(6). Evaluation of the returned product/photographs provided confirmed foreign debris is present inside the sterile packaging, and the sterile packaging remains sealed. The reported event is confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the device when it left zimmer biomet is non-conforming to specification. The work instruction for the operation where the manufacturing deviation is likely to have occurred (i000132 rev 15) was reviewed, and found to be adequate information informing the operator to inspect packaging for foreign material inside the sterile packaging. The root cause of the reported event is the operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that debris was identified in the sterile packaging while investigating items in stock. No patients were involved. Attempts have been made and additional information on the reported event is unavailable at this time.